Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, the patient is experiencing mom complications and infection (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01610, -01611, -01612, -01614, -01615, -01616. This report will be updated when investigation is complete.